Manufacturer narrative:
On october 12, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 330cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring less than 0.1 cm microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown, ptosis, and probable asymmetry. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 330cc mentor smooth round high profile and experienced right side breast implant deflation. As a result, the device was explanted on (B)(6) 2021.